Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the left anterior descending (lad) artery. The 3.25x15mm nc trek balloon dilatation catheter (bdc) balloon was unpackaged without issue and was soaked and prepped before use with no leak or issue noted. The bdc was advanced to the target lesion without reported issue; however, the balloon ruptured during inflation at 16 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).the complaint device was returned and the reported balloon rupture was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.